Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited incorrect interpretation of signal which resulted in the delivery of inappropriate shock and inappropriate anti-tachycardia pacing (atp). No intervention was performed and the patient will be further monitored. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.